Event description:
The customer reported that the insulin pump was not functioning properly. Troubleshooting was performed. The customer believes the device is not giving the correct amount of insulin, and her blood glucose has been high for the past two weeks. The caller stated that her sugar level was 398mg/dl in the morning and felt sick to her stomach. The customer changed the site and the cannula, but she believes she over delivered insulin. Troubleshooting was declined as customer was in a hurry and would call back later. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.